Manufacturer narrative:
Conclusion: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.

Event description:
The customer alleged that when the facility processes welch allen blades in their sterrad 100nx, they notice the green binder that holds the light source is melting. The damaged device was not used on pts and no injuries reported due to the event.